Event description:
It was reported that during the placement of the catheter, it was difficult to access to the vein of the patient. There was resistance, once in the vein, and if you force, there is a risk of hematoma or extravasation at the injection.

Manufacturer narrative:
No device was returned for investigation. If product is received the investigation will be reopened.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-02309. The report was submitted in error.